Manufacturer narrative:
Upon inspection and testing of the device, the reported issue (no air/water flow) was confirmed and found to be due to the clogged air/water nozzle. The foreign material was a pale yellow foreign object. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that a product used in combination with the subject device was damaged, and the debris was mixed into the channel, thereby clogging the nozzle. However, a definitive root cause could not be determined. The reported issue can be identified by following the device's instructions for use, which states: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." In addition, service found the insulation resistance value of the plastic distal end cover was out of specification, the plastic distal end cover was cracked, the adhesive on the bending section cover was separated, the connecting tube was scratched, paint on the suction cylinder nut was peeled off, the universal cord was scratched, the bending angle was out of specification, and there was play in the angulation knob. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was no air/water flow through the subject device. The reported issue was identified during reprocessing of the device, after a procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in air/water nozzle).